Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure that universal surgical manipulator (usm) 1 was over-rotating. The site changed instruments and reseated the adapter, with no change. The intuitive tech support engineer (tse) advised the site to do an emergency stop and recover, but the site stated that the surgeon had just finished the case. There were no reports of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse was unable to reproduce the reported issue. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation.